Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a blue extension tube was missing from a bc151 bubble CPAP system kit. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint bc151 bubble CPAP system kit was received in an unsealed bag and was visually inspected for a missing blue extension tube. Results: the inspiratory extension tube was missing from the kit, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 120808. Conclusion: the bubble CPAP circuit kit consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the tube being omitted from the bubble CPAP system kit. New standard operating procedures have been put in place to assist the operators on the production line to correctly pack the circuit kits. A specific pack card detailing all components required must be displayed at the packing station. In addition, the bubble CPAP system kits are visually inspected for missing components prior to distribution.